Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device is evaluated, a supplemental report will be filed. No conclusions can be made at this time.